Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. The partial connector portion of a lead measuring 8.4 cm was returned for analysis. External insulation abrasion was noted at 4.5 cm from the connector pin. Inner insulation was found to be intact at this location. All other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.